Manufacturer narrative:
(B)(6). Device code a020503 captures the reportable event of packaging seal compromised. Investigation analysis: upon receipt at our quality assurance laboratory, this percuflex plus underwent a thorough analysis. Visual analysis did not identify any damages to the returned device. The pouch was also returned. A photo was provided showed the pouch, but the issue was not clear on the image provided; for this reason and due to the lack of evidence is unable to confirm the reported event. A review of the device history record (DHR) was performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A risk review was completed and confirmed that the event of packaging seal compromised was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the reported allegations could not be confirmed. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a catheterization procedure. During unpacking, it was found that the seal of the packaging was damaged. The procedure was completed of another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block e1: initial reporter facility name, and initial reporter address 2 (B)(6). Block h6: device code a020503 captures the reportable event of packaging seal compromised.

Event description:
It was reported that a percuflex plus ureteral stent was to be used in a catheterization procedure. During unpacking, it was found that the seal of the packaging was damaged. The procedure was completed of another of the same device and there were no patient complications reported.